Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer's current blood glucose reading was 424 mg/dl. The customer treated for their high blood glucose with insulin pump and manual injection. The customer stated that insulin pump was under delivering insulin. Customer using the insulin pump system within 48 hours of reported high blood glucose event. Customer using auto mode feature active at the time of event. The insulin pump will be and reservoir will not be returned for analysis.